Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 657 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, disorientation, diarrhea, confusion, dizziness, difficulty breathing, "couldn¿t function¿, unable to urinate, low blood pressure and dehydration. The patient was treated with insulin and intravenous fluids; blood work, a bladder scan and a urine culture were also performed. The patient was released the following day. When the pod was removed, the cannula was found bent. The pod was discarded.